Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with the handle halves slightly separated. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 6 conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation finally the device locked out as intended. No conclusion could be reached as to what may have caused the handles to become separated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an alleged issue occurred with the device. Details of specific issue are unknown. There were no patient consequences reported.